Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p), presented to the emergency department due to multiple pauses with left arm motion. It was discovered the crt-p triggered an alert that the device entered safety mode unexpectedly. The patient is pacing dependent and was admitted to the hospital and transferred to the intensive care unit. A temporary pacemaker was utilized. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement, as there is no reprogramming available in safety mode. Subsequently, the device was explanted the next day, and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p), presented to the emergency department due to multiple pauses with left arm motion. It was discovered the crt-p triggered an alert that the device entered safety mode unexpectedly. The patient is pacing dependent and was admitted to the hospital and transferred to the intensive care unit. A temporary pacemaker was utilized. Technical services (ts) discussed the limited device functionality, and recommended emergent replacement, as there is no reprogramming available in safety mode. Subsequently, the device was explanted the next day, and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.